Manufacturer narrative:
During leak test, fluid was found leaking through a tear on the exposed portion of soft cannula, where the tip of formed needle rested. It could not be determined when this damage to soft cannula occurred or if it linked to the reported events of leaking during wear and insulin delivery. Small cracks were found on the top housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level had rose to 264 mg/dl. As treatment, the patient applied a new pod. The pod was leaking.